Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 53.5cm was returned for analysis. Final analysis found an external insulation abrasion was noted at 13.9-14.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 8.1-8.6cm and 16.1-16.3cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasions were noted at 7.4-9.2cm from the distal tip. The rv conductor etfe was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.